Event description:
It was reported that the user received a notification indicating an insulin set was expired, misunderstood it as insulin depletion, disconnected from the pump to inspect the cartridge, did not reconnect, and later recorded a blood glucose of 273 mg/dl while using the ilet; troubleshooting and education were provided, including advising a full infusion set and supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.